Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) has not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 06/17/2014, belt 08/06/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that ems was called and performed resuscitation efforts. Review of the patient's download data indicates the patient received twelve appropriate treatments and one inappropriate treatment in response to CPR/motion artifact on the date of passing. The patient's rhythm degraded to vf at 22:30:37 on (B)(6) 2021. The patient received the first appropriate treatment at 22:31:12. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was sinus bradycardia at 50 bpm. The patient received the second appropriate treatment at 22:31:47. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was two sinus beats then degraded to vf. The patient received the third appropriate treatment at 22:32:18. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was vt at 320 bpm for 2 seconds before degrading to vf. The patient received the fourth appropriate treatment at 22:32:52. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was sinus bradycardia at 40 bpm with nsvt. The patient received the fifth appropriate treatment at 22:33:23. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was a one second pause before degrading to vf. The rate of the vf arrhythmia then slowed to a fundamental frequency below 2.5 hz (150 bpm). The rate of the vf was below the physician-prescribed rate threshold of 220 bpm, preventing the lifevest from delivering a treatment between 22:42:46 and 22:46:29. The patient received the sixth appropriate treatment at 22:46:29. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was bradycardia at 40 bpm. The patient's rhythm degraded to vf at approximately 22:47:18. The patient received the seventh appropriate treatment at 22:47:51. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient received the eighth appropriate treatment at 22:48:25. The patient's rhythm at the time of treatment and post-shock rhythm were vf. The patient received the ninth appropriate treatment at 22:49:00. The patient's rhythm at the time of treatment and post-shock rhythm were vf. The patient received the tenth appropriate treatment at 22:49:21. The patient's rhythm at the time of treatment and post-shock rhythm were vf. The patient received the eleventh appropriate treatment at 22:50:15. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The rate of the vf arrhythmia then slowed to a fundamental frequency below 2.5 hz (150 bpm). The rate of the vf was below the physician-prescribed rate threshold of 220 bpm, preventing the lifevest from delivering a treatment between 22:50:53 and 22:59:17. The patient received the twelfth appropriate treatment at 22:59:17. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient received the inappropriate treatment at 22:59:48. The patient's rhythm at the time of treatment was obscured by CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. The patient was last seen in asystole with CPR/motion artifact.